Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after discharge from an inpatient stay for ventricular tachycardia ablation, a patient experienced urosepsis, emergency self-referral for fever, urinary retention, fever, dysuria, elevated inflammation values and creatinine in laboratory tests, and pathological urine status. A catheter was inserted and removed due to urinary retention. The patient did not report abdominal pain, cough, dyspnea, or chest pain. Diagnostic testing included an x-ray (no pneumonia), blood tests (elevated inflammation values and creatinine), and ultrasound (no renal congestion). Antibiotic therapy was started. The patient was transferred to an external intensive care unit due to lack of space and required new hospitalization. The adverse event was assessed as possibly related to the index procedure but not related to the sphere-9 mapping and ablation catheter or transseptal puncture. The patient was reported to be recovering/resolving.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.